Event description:
It was reported that when the device, with a reload cartridge, was used during a laparoscopic assisted vaginal hysterectomy, it was dificult to release from the tissue. Another device was used to complete the case. There was no consequences to the patient.